Manufacturer narrative:
Follow-up #1: date of submission 06/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings:last basal delivery was on 05/21/2014, reported date of 3/18/2013 is overwritten in the black box, no activity outside of normal use is observed. Tdd add up and reflect daily basal target. The pump reflected 24u after 24hr on 1u/hr duration test, the product delivers within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 20123, the patient's mother contacted animas and alleged that her son's blood glucose (bg) had been running between 300-500 mg/dl since (B)(6) 2013. Mom changed site the morning of (B)(6) 2013, but he is still running elevated bg and not feeling well. Mom states she called his endocrine team who instructed her to give him an extra unit of insulin over a two hour period. Mom states bg currently 101 mg/dl and he is feeling fine. Mom states the health care provider advised them to continue to monitor for signs of illness. Mother states cannula was not kinked on removal, nor was there air in the cartridge or tubing. Customer technical support (cts) reviewed all the possible causes of bg issues, found no alarms, no site set issues, time date correct, and advised mom call back with any further issues and to continue to monitor bg levels. This complaint is being reported because a patient on insulin pump therapy experienced hyperglycemia.